Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) USA, alleging that his verio iq meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2019, stating that on (B)(6) 2019 he obtained an inaccurate high blood glucose result of ¿120 mg/dl¿ on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient did not confirm how he manages his diabetes but reported that in response to the alleged inaccurate high result he increased his medication. The patient stated that at an unknown time after the alleged issue, he developed symptoms of ¿hot, fatigue, sweating and dizziness¿. The patient confirmed he did not require treatment for the alleged symptoms. At the time of trouble shooting, the csr confirmed the subject meter was set to the correct unit of measure and that the patient¿s test strips had been stored correctly, were within expiry date. Csr noted the patient was unwilling to carry out a control solution test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.